Event description:
This pt was admitted for sickle cell disease. Has had multiple hopitalizations for vaso-occlusions crisies. Complained of pain in legs and lower back. Pt was placed on i.v. Analgesics and hydration (unresponsive to oral analgesics). Pt appeared to be in mild distress, alert, with no shortness of breath. Pt was well until approx 5:40am when the nurse found pt unresponsive. CPR efforts failed and pt was pronounced dead at 6:50 am. Pt was on a pca pump while receiving i.v. Analgesics. Reporter is awaiting the medical examiner report, as well as the MFR's report. Reporter does not feel that either the pump or the medication caused this pt's demise.